Manufacturer narrative:
Prismaflex st60 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed an external blood leakage at the level of the anticoagulant line. The customer reported the use of the drug epoprostenol during therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to use error. Products containing epoprostenol were found to be incompatible with the petg components of the prismaflex set in a previous nonconformance investigation. Compatible drug usage is described in the product instructions for use specifications section. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that external fluid and blood leaks were observed from the "anticoagulation pigtail" of three (3) prismaflex st60 sets. The leakage was noted once during priming and three (3) times during continuous renal replacement therapy. The volume of blood loss was unknown. The sets were replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.